Manufacturer narrative:
(B)(4). Pump received with minor scratched lcd window, broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that there were scratches on the screen and crack near the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.